Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin, and damage to the lead body that was consistent with report of damage during explant. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break, causing the helix not to extend during attempt to reposition the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a few days after implant it was determined that the right ventricular (rv) lead had perforated the heart wall, as pacing was not delivered when required. The patient was taken in for a revision and the helix retracted without issue. However, after the lead was repositioned the helix would not extend, and the rotation tool became free spinning after about 25 turns. The lead also suffered proximal damage while attempting to regain access to the subclavian vein. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received from the patient further reporting that the lead was touching the diaphragm (initial report had lead perforation), and with every beat she was experiencing sensations that were likely phrenic nerve stimulation.